Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had failed incoming functional testing.